Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected vitros ckmb result was obtained from a single patient sample processed using vitros chemistry products creatine kinase -mb (ckmb) slides lot 4924-0273-8928 on a vitros xt 3400 chemistry system. Patient sample vitros ckmb result of 3 u/l vs an expected result of 25 u/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected result was not reported from the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected vitros ckmb result was obtained from a single patient sample processed using vitros chemistry products creatine kinase -mb (ckmb) slides lot 4924-0273-8928 on a vitros xt 3400 chemistry system. Based on the limited information provided, a definitive assignable cause of the event was unable to be determined. As no quality control results were provided and the vitros system at the customer site is not e-connected, a vitros ckmb lot 4924-0273-8928 performance issue cannot be ruled out as a contributor of the event. The customer stated that vitros ckmb quality control results were within expectations indicating that a reagent related issue was not a likely contributing factor of the event. However, an individual slide related issue cannot be ruled out. As precision testing was not performed on the vitros xt 3400 chemistry system, an instrument related issue cannot be completely ruled out as a contributor of the event. However, there was no indication that the vitros xt 3400 system malfunctioned. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ckmb lot 4924-0273-8928.